Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker had reverted to safety mode operation. The device was explanted and replaced. No additional adverse patient effects were reported. At this time, the device was not returned for analysis.